Event description:
It was reported by the clinician that the catheter was being placed in the intensive care unit. During insertion, the spring wire guide (swg) became stuck around the tip of the introducer needle, which resulted in "stretching." As a result, the swg and introducer needle were removed and exchanged for a new kit. There were no pt complications reported. It was noted the swg coil tip was being offset.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one catheter and one swg assembly were returned for evaluation. The returned swg was kinked approximately 5 mm from the proximal tip. The core wire was broken adjacent to the distal weld. Both welds were intact and the swg was not unraveled; no pieces were missing. The swg diameter was measured and met specifications. The introducer needle involved in the incident was not returned. The product's instruction booklet contains suggested procedures for inserting and removing the swg and warnings to minimize the likelihood of swg damage during use. Specifically, the practitioner is warned not to withdraw the swg against the needle bevel or use excessive force in removing the swg. The report of difficulty advancing the swg through the introducer needle was confirmed through evaluation of the returned sample since the swg was kinked and had a broken core wire. However, no manufacturing defects were identified during this investigation. Based on the sample and information provided, the potential cause of this issue could not be determined.